Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a white crystalline foreign matter clogged the auxiliary water channel. The foreign matter is likely simethicone. There have been no reports of deformation or damage to the sub-water supply channel. There were no obvious deviations in reprocessing. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue of "angulation and glue" was confirmed. Evaluation noted device angulations (up angle, left/right angle, up/down angle ) are out of specifications. Additionally, up/down/left/right angle play are evident and out of specifications including the up/down brake (control assembly loose). Adhesive glue noted chipped on the light cover glasses and optical glasses. Additionally, as noted in section b5, remnants of white crystallized contamination believed to be an infacol (simethicone) type product was evident within the auxiliary channel. This presence of contamination attributed to the use handling and reprocessing issue. Furthermore, the following findings were noted during device inspection: glasses adhesive uneven. Distal end adhesive uneven edge. Hole in the button switch and water ingress in the scope connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of ¿angulation and glue". The issue was found during reprocessing. There was no patient harm, no user injury reported due to the event. During device evaluation, white contamination possibly simethicone type product was found in the auxiliary channels. This report is being submitted due to the finding of white contamination in the device auxiliary channels (use/handling issue) identified during device evaluation.